Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(6), ubd: 19-mar-2016, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two endurant ii stent graft were implanted during the endovascular treatment of an aaa. It was reported that a CT taken revealed possible bilateral ib endoleaks. It was said there is a suspected ib endoleak coming from the lcia and disease progression from the rcia which is now aneurysmal. No cause was provided. No other clinical sequelae were provided and the patient will be monitored.